Manufacturer narrative:
The user facility had declined to return the subject device to olympus for investigation. An olympus endoscope support specialist (ess) was directed to conduct an in-service training at the user facility, and assess their reprocessing practices. If additional significant info becomes available, this report will be updated. The cause of the user's report is likely due to the inadequate reprocessing. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that in early 2009, they encountered unspecified difficulty in placing an unidentified model of stent during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) on a pt being treated for jaundice. The users were not able to place the stent, and the procedure was terminated. The status of the pt is not known. There was no allegation that the subject device caused or contributed to this event. Five days later, the same duodenovideoscope was used on another pt, and the stent presumably from the prior procedure was seen to emerge partially from the distal end of the endoscope. The stent was retrieved successfully, and a new stent was used and the procedure completed. There was no report of adverse impact to the pt or users.